Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that patient did not put the ipg in surgery mode as recommended prior to an unrelated medical procedure. As a result, patient lost therapy. Troubleshooting was unable to resolve the issue, and the ipg was deemed inoperable. As a result, patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The report of inoperable ipg was confirmed. The root cause of the inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state as a result of an unrelated surgery. As a result of this finding, actions have been taken to prevent reoccurrence.